Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing discomfort and pain in the chest and arm pit area at the site of the implantable pulse generator (ipg). The patient underwent a revision procedure where the ipg was relocated to the abdomen. The patient was doing well post operatively.